Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with a battery out limit message. Customer's blood glucose was 150 mg/dl. The customer was advised to insert a new battery in less than one minute and the alarm recurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump powered up properly after battery installation. The operating currents are within specifications and no unexpected battery out limit alarms noted. The insulin pump had cracked case at battery tube threads, minor scratched lcd window, stripped battery cap coin slot and missing the end cap sticker.